Event description:
The (B)(6) coroner's report stated as follows: "on (B)(6) 1994, a male pt was fitted with the (heyer-schulte) mischler valve. On (B)(6) 2002, he underwent surgery to review suspected damage to the ventriculo shunt. The shunt was found to be damaged and the unit was replaced with a new medtronic peritoneal catheter, standard 90 cm batch number w5279 item number (B)(4). The shunt appeared to have functioned without any complications until (B)(6) 2009 when the pt apparently complained of neck pain on (B)(6) 2009. He saw a chiropractor (date unspecified) and may have had some procedure or manipulation performed. The details of this treatment is unclear at this time. Later that day, he remained unwell and presented the hosp on three occasions, but unfortunately the treating physician may have failed to diagnose ventriculo-peritoneal shunt system dysfunction. There was apparently some issue with the CT scan interpretation and a series of miscommunications between the treating physicians and also between the physicians and the pt's parents. The pt underwent emergency surgery where it was finally realized that the shunt was not functioning properly; that the shunt had failed in two areas. Firstly the distal end (peritoneal catheter) was blocked at the end of the tube and secondly the shunt had fractured at the valve extension. It was apparent that the pt had suffered massive brain injury and he subsequently died later that day."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.